Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional narrative: ruptured bladder condition was confirmed. Visual examination of the sample confirmed a ruptured bladder in a non-footed position. A batch review has been conducted which revealed product met all of the acceptance criteria for release. A tier ii (B)(4) was initiated to address the root cause investigation of the bladder rupture issue.

Event description:
Baxter (B)(4) received a report that one (1) folfusor lv 5 ml/h, device ruptured during filling. It is unknown with what the device was filled. There was no report of patient involvement, injury, or medical intervention. No additional information.